Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported stoma bleeding. The end user inform that the bleeding is moderate to large amounts from her stoma over the last several months due to pressure on and around the stoma from portal hypertension and liver disease, which results in tightness of the wafer. She indicated that she bleeds easily and has paper thin skin. The end user stated she has a ¿standing order to self-cauterization and applying pressure due to underlying medical condition.¿ she further reported ¿I use ice cold water pressure and cauterize with silver nitrate, usually stops within minutes to around 20 minutes but often begins again.¿ an alternate wafer was recommended. No photographs were provided.